Manufacturer narrative:
Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently lack the suspect device information for the event. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
It was reported that the vns patient underwent full system revision due to a lead issue. Further information was received indicating that in (B)(6) 2014 diagnostics tests run on the vns system returned impedance within normal limits, with dcdc 2 and neos=yes. On (B)(6) 2014 the patient underwent surgery for battery replacement. Upon exposure of the existing pulse generator a lead break was noted. The replacement surgery was aborted. The patient underwent lead replacement on (B)(6) 2014 and the pulse generator replacement was completed too. System diagnostics were run on the newly implanted system and they returned an impedance result within normal limits, with 1300 ohms. The explanted devices have not been returned to the manufacturer to date.

Event description:
Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013.

Event description:
Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.